Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for evaluation. Upon visual inspection, no damage to sidearm filter was observed. Pump was attempted to be purged and a leak was observed from the sidearm filter air holes. Clinical details noted that pump was leaking from the purge filter when attempting to prime pump. The root cause of the purge leak - pump was due to a damaged sidearm filter.

Event description:
The complainant reported that during preparation for patient support, an impella cp pump experienced a fluid leak from the purge filter. A new pump was subsequently prepped and implanted for patient support. There was no patient harm.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿